Manufacturer narrative:
The reported failure of vent inop alarm due to a mismatch between the ui software version string and the overall system version string and the therapy cpu remaining in boot monitor software mode is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo ventilator was returned to the manufacturer for periodic maintenance. There were no reports or allegations of patient harm or injury. The device was evaluated at a manufacturer service center. During the evaluation, a "ventilator inoperative" alarm occurred following an attempted software upgrade to version 1.06.15.00. Subsequently, upon startup, the device emitted an alarm sound and displayed a "vent inop" alarm due to a mismatch between the ui software version string and the overall system version string. The device log files were successfully downloaded and reviewed in full. Analysis identified a "vent inop" alarm associated with the therapy cpu remaining in boot monitor software mode. The software upgrade procedure was repeated; however, the issue persisted. As a result, the system printed circuit assembly (pca) was replaced. Following replacement of the pca, software version 1.06.15.00 was successfully installed, and normal device startup and operation were confirmed. In addition, not related to the reportable malfunction, the air inlet foam filter and particulate filter were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.